Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is not working and they are in diapers all the time. They tried calling their healthcare provider (hcp) for an appointment, but they couldn't get through. Device registration advised the patient to connect to the call center. "[The patient] said so long as [they] get a dr's appointment. Transferred to [hcp's] office instead." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it was about the middle of (B)(6) 2018 when the patient first noticed the device not working. The patient woke up in the am about 8:00am and discovered they were soaked; they did not have any indication during the night. Steps taken to try to resolve the issue of the device not working included turning the unit off and trying to reset, but nothing happened/the issue was not resolved at this time; the patient was currently waiting for an appointment with a manufacturer representative. No further complications were reported/anticipated.